Event description:
It was reported, during the middle of the colonoscopy screening, the endoloop ligating device was secured to the polyp and was unable to be released, and had to be cut with loop cutters. The cable and the handle were saved, however the cable snapped inside the handle, but outside of the patient. The issue caused a 45-minute procedural delay while the patient was under conscious sedation. The procedure was completed with the same device.